Event description:
A healthcare facility in brazil has reported via agencia nacional de vigilancia sanitaria (anvisa) reporting system that the tubing of an opt318 optiflow junior nasal cannula was broken at the cannula end. It was further reported that four cannulas were affected. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details for two units was not received. Section h4: device manufacturing date for two units was not received. Method: the subject devices, four units of opt318 optiflow junior nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information available via agencia acional de vigilancia sanitaria (anvisa) reporting system and our knowledge of the product. Results: the healthcare facility has reported, via agencia nacional de vigilancia sanitaria (anvisa) reporting system, that the tubing of an opt318 optiflow junior nasal cannula broke. Conclusion: f&p was unable to obtain further details or access the subject devices for evaluation. In the absence of the device, photographs, or additional information, we are unable to determine the root cause of the reported event. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube." Ensure that all connections are secure dung use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details for two units was not received. Section h4: device manufacturing date for two units was not received fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in brazil has reported via agencia nacional de vigilancia sanitaria (anvisa) reporting system that the tubing of four opt318 optiflow junior nasal cannulas was broken. There was no reported patient consequence.